Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that an intraocular lens (iol) was removed and replaced within the same procedure. After insertion, the implanting surgeon decided to put in an anterior chamber (ac) iol. The lens was removed and discarded by the facility. It was also noted that to remove the iol the original incision was enlarged. No adverse effect and no patient injury was reported.

Manufacturer narrative:
Age at time of event/date of birth: information was requested but not provided. Sex: information was requested but not provided. (B)(6). Contact information was requested but not provided. The reported event was provided by the third party distributor (B)(6). Removal and replacement of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.